Event description:
A report of a patient explanted was received. The patient's doctor decided to explant because, the patient is bedridden and the implant wound never healed. The doctor stated this was not device related, but chose to explant. The patient is reportedly doing well after surgery.

Manufacturer narrative:
This is the final report.